Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the trailing haptic was torn during insertion. The lens was removed and exchanged without any pt incident.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that both haptics had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.